Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control product analysis center (pac) further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a shorted protection diode circuit, cr20, on the power pcb assembly.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.